Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they, "can't take it anymore." The patient further reported that they, "need to change the lead," for an unknown reason. The rv lead remains in use. No further patient complications have been reported as a result of this event.